Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of hospitalization was 608 mg/dl. Customer reported the cause of their hospitalization was due to diabetes ketoacidosis and high blood glucose. The customer also reported they were feeling thirsty and was throwing up prior to being hospitalized. It was also found the customer had recurring no delivery alarms and a bent cannula during troubleshooting for their insulin pump. The customer stated they were treated with an insulin drip and was released from the hospital on (B)(6) 2014. Customer's blood glucose was 120 mg/dl at the time of the call. Customer declined to troubleshoot any further and requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. The no delivery alarm function properly during the basic occlusion test and occlusion test. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.